Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was trying to give a bolus and when they were getting pump settings it took 6-7 minutes and after that when it goes to a next cycle it also takes a few minutes. They spoke with a mdt representative who said it should start within seconds and it was pulling the pump when delivering the bolus. Agent walked them through clearing data and they were able to connect to the pump much faster and saw their lockout screen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a patient representative (rep) stated that they had this problem before and a lady fixed it for a week and now it is taking 6-7 minutes to get a dose where it was fixed in 90 seconds. The agent walked the rep through clearing patient data services and increasing the amount of time before the screen goes dark. The agent had patient turn battery percentage back on. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was provided from a patient representative (rep) reporting when they went to deliver a bolus, it was taking 6-8 minutes to deliver it. The patient rep stated this happened months before and they spoke with a medtronic representative who walked them through how to clean the files out so that the pump worked good and it took about 90 seconds to 2 minutes, which was a huge improvement. Agent walked patient rep through clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.